Event description:
It was reported to philips that there was a connection loss between the host pc and flexvision pc on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the dl dvi splitter and downscaler. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).